Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 32g x 4mm benelux was unable to deliver insulin. The following information was provided by the initial reporter: yesterday I received a complaint about bd micro-fine ultra 4mm pen needles. Customer says multiple needles in the box were blocking the pen. When mrs. Put the needle on the pen, she could turn the units knob but no insulin came out. If she then tried to turn the unit knob again, it could no longer be turned.

Manufacturer narrative:
H.6. Investigation: 64 sealed 32g x 4mm pen needle samples were returned from lot. No. 0176861, cat. No.320141. Clog testing was carried out on 30 sealed samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that pn 32g x 4mm benelux was unable to deliver insulin. The following information was provided by the initial reporter: yesterday I received a complaint about bd micro-fine ultra 4mm pen needles. Customer says multiple needles in the box were blocking the pen. When mrs. Put the needle on the pen, she could turn the units knob but no insulin came out. If she then tried to turn the unit knob again, it could no longer be turned.